Manufacturer narrative:
H6: investigation summary it was reported there were needles without bores, needle hubs cracked with leakage, as well as double needles. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a needle assembly with a double needle. The additional needle is attached to the primary needle with epoxy. The second photo shows the needle assembly with the epoxy on the needle and the second needle has been removed. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer of needle hub damage with leakage could not be confirmed. Without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd¿ needle 1/2 in. Single use, sterile, 30 g have cracked.the following information was provided by the initial reporter: customer states that some of the needle hubs [...] Cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ needle 1/2 in. Single use, sterile, 30 g have cracked. The following information was provided by the initial reporter: customer states that some of the needle hubs [...] Cracked.